Event description:
Medex, inc. 3637 lacon rd, hilliard, oh 43026-1289. Their investigation repeatedly showed that this issue resulted when the clinician inserted teh needle into the burrette injection port at a severe angle and sheared off a section of the plastic material with the needle. This was discussed with the hosp staff. The product mgr visited the hosp and discussed several options to address this issue in addition to retaining the staff. The material used to mold this component is standard for this type of application and is not considered to be a contributing factor. This product is distributed to many other hosps without similar incident.